Event description:
Additional info received on 6/23/97 states, "the patient was found to have a malpoitioned left cylinder which did not extend out as far distally as we would like." "At the time of the revision surgery, we found that he had developed distal corpora fibrosis that required aggressive redilation and reposition of the cylinders.